Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed self test. The customer's blood glucose was 140 mg/dl. The customer explained that the meter would not communicate with the insulin pump any longer. Upon reviewing the alarm history of the insulin pump, the customer stated that he also received the no delivery alarm in the past. The customer had received the failed self test alarm more than twice. The customer was advised that the insulin pump needed to be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. No blood glucose meter testing could be performed due to the alarm. The insulin pump was monitored with no blank display and passed all other functional testing. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.